Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00811.

Event description:
The patient was undergoing a coil embolization procedure to treat a type ii endograft leak using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing the ruby coil through the lantern, the physician experience resistance and subsequently, noticed that the pusher assembly of the ruby coil had a slight bent and would not advance. Therefore, the ruby coil was removed. While advancing the new ruby coil approximately 50 centimeters into the lantern, the physician experienced resistance; therefore, the ruby coil was removed. The procedure was completed using additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.